Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
It was reported that the recipient suffered from redness at the implant area since (B)(6) 2024. The redness then turned into swelling. In (B)(6) 2024, the skin was corrected with revision for implant site exposure. In early 2025 the infection re-occurred. Antibiotic treatment and creams thinned the skin. The recipient was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to infection and extrusion of the devive through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
It was reported that the recipient suffered from redness at the implant area since (B)(6) 2024. The redness then turned into swelling. In (B)(6) 2024, the skin was corrected with revision for implant site exposure. In early 2025 the infection re-occurred. Antibiotic treatment and creams thinned the skin. The recipient was explanted. Re-implantation will be considered after 6 months depending on the healing status of the implant site.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient suffered from redness at the implant area since (B)(6) 2024. The redness then turned into swelling. In (B)(6) 2024, the skin was corrected with revision for implant site exposure. In early 2025 the infection re-occurred. Since the infection antibiotic treatment and creams thinned the skin. The recipient was explanted. Re-implantation will be considered after 6 months depending on the healing status of the implant site.